Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alarm and thought that they may have been shocked and the ems (emergency medical service) person witnessed the audible tone and thought it was the device firing with the patient having near syncope. In the ER (emergency room) an interrogation of the device showed that the audible alarm was not for shocks but was due to high rv defib impedance on the right ventricular (rv) lead which triggered the alarm. The alert was cleared in the ER and the defib impedance was now back in range. The rv lead remains in use and the patient was told to follow-up with their cardiologist. No patient complications have been reported as a result of this event.